Manufacturer narrative:
Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to duplicate the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the reported issue and returned the defective component to carefusion for failure analysis. Failure analysis: carefusion was unable to duplicate the customer's reported issue. During the initial bench test, the flow valve was working normally within specification. The unit passed bench testing within specification, but failed production flow valve assembly test procedure for slight non-conformities at fully open flow test. Visual inspection did not reveal any anomalies; but further testing found the rod pusher¿s diagram was dirty and drifted out of specification. Carefusion cleaned, readjusted, reseated the push rod, and reset the home. This caused the flow valve to pass the produce ltv flow valve assembly test procedure.

Manufacturer narrative:
(B)(4). Results of investigation: this unit is in the process of being evaluated. Once the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the unit was delivering a higher tidal volume than expected. There was no patient involvement associated with this complaint.

Manufacturer narrative:
Corrected data.